Event description:
Note: this is one of two events related to the same pt. Reference manufacturer report number 3005099803-2009-06099. It was reported to boston scientific corp that a wallflex biliary rx covered stent was used during a chronical pancreatic stenting procedure performed in 2009. According to the complainant, the first stent was implanted without any consequence. However, three weeks post implantation, using it as a temporary stent, this stent was explanted and replaced with another wallflex biliary rx covered stent. Six weeks post implantation of the second stent, the pt presented with cholestasis. It was noted that the stent moved into the choledoc (biliary voices). The physician performed a sphincterotomy to access the stent. The distal part of the stent covering broke, and the stent was removed using an extraction balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as "no consequence".

Manufacturer narrative:
(Cholestasis). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the stent was returned for analysis. The delivery device was not returned. Examination of the stent found two holes at the retrieval looped end of the stent. Per inspection procedure, "a maximum of two diamonds containing perforations (either holes or tears) is acceptable per stent." Therefore the stent was within specification with regard to the holes in the cover. The retrieval loop was also noted to be broken. Labeling reviews and manufacturing documentation revealed no anomalies or deviations. However it should be noted that stent migration is listed as a post-placement complication in the dfu. As a result of this investigation, this complaint has been assigned the most probable root cause of operational context.

Event description:
Note: this is one of two events related to the same patient. Reference manufacturer report number 3005099803-2009-06099. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a chronical pancreatic stenting procedure performed on (B) (6) 2009 (male; age and weight unknown). According to the complainant, the first stent was implanted with out any consequence. However 3 weeks post implantation, using it as a temporary stent, this stent was explanted and replaced with another wallflex biliary rx covered stent. 6 weeks post implantation of the second stent the patient presented with cholestasis. It was noted that the stent moved into the choledoch (biliary voices). The physician performed a sphincterotomy to access the stent. The distal part of the stent covering broke and the stent was removed using an extraction balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ¿no consequence¿. Since the initial report was filed additional information was received. (B) (6). (B) (6). Since the previous report was filed, the device has been evaluated.